Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported leak during the injection.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 4mm x 32g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: it was reported leak during the injection.